Manufacturer narrative:
This case was assessed by merz north america as serious. The event of bruise / purpuric discoloration (injection site bruising) was assessed as expected and probably related to hyaluronic acid. This case was assessed as reportable to the FDA as the event of bruise / purpuric discoloration (injection site bruising) met serious injury criteria of other serious and necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This literature report from (B)(6) concerns a (B)(6) female patient. She was injected with hyaluronic acid (ha), for nonsurgical rhinoplasty. Immediately after the hyaluronic acid injection, the patient experienced purpuric discoloration on the nasal dorsum and nasal tip, edema / swelling and pain at the injection site. Corrective treatment, due to the possibility of vascular complications, included promptly injecting hyaluronidase in the lesional area to dissolve the injected material on the same day. The patient switched the clinic. In the other clinic, doppler sonography was performed to check for the interruption of vascular supply to the area due to compression and obstruction of the vessels by the filler material. Sonography showed no signs of abnormality. Swelling/edema and pain had been resolved, and purpuric discoloration was identified as a normal bruise. As reported, lasting discoloration limited the patient's social activities and became a source of anxiety. Two days after the clinic visit (5 days after filler injection), corrective treatment included pulsed-dye laser (pdl) using a 595-nm. Treatment was performed using a spot size of 7 mm, fluence of 8.0 j/cm2, and a pulse duration of 10 ms. The patient received two repeated sessions of pdl treatment for two consecutive days. The first session of pdl treatment markedly improved the bruise and showed no adverse effect, except for the instant erythema and pain, which resolved in 1 hour. On the next day, latent adverse events and new purpura development were not observed before the second session. A repeated session of pdl treatment was performed and also resulted in additional resolution of the bruise. Complete remission time was shortened to 7 days in total, after administration of the filler injection. Reportedly, the treatment was well tolerated with no major adverse effects. The patient was very satisfied with the outcome of the treatment. Due to the provided information, the outcome of the events was considered as resolved. Pdl, based on selectively heating haemoglobin using monochrome light in a process called selective photo thermolysis, was widely accepted as the treatment of choice for cutaneous vascular lesions. Pdl was likely to be effective for post-filler ecchymosis due to its underlying mechanism. The photo thermolysis effect of pdl allows marked resolution of post-filler bruises and accelerated phagocytosis of the fragmented haemoglobin by macrophages, thus, reducing the complete remission time. In the opinion of the author, pdl was suggested as an effective and safe treatment method for post-filler bruise.

Manufacturer narrative:
Literature article was omitted in the initial submission. Article now attached. - attachment: [pulse-dye laser.pdf].